Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be determined for the phenomenon "error e116" because the phenomenon was not reproduced during evaluation. However, the phenomenon "the image is not displayed" likely occurred as a result of the failure of the printed circuit (v) board. However, a specific cause of the circuit board failure could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit image had interference and e116 was reported occasionally. The issue was found during reprocessing and the procedure was completed with no delay using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found e116 was not confirmed. There was no image due to a defective printed circuit board assembly output control module, and the receiver module was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. E1: establishment name: (B)(6), (documented here in it¿s entirety due to character limitations in respective field).